Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Great vessel perforation and death are known risks of complication with use of the glidelight device. Although lv and rv injuries also occurred, they were unrelated to any spectranetics device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead, and suture was also used, to provide traction. Attempting to remove the rv lead first, the physician began by using a spectranetics 12f glidelight laser sheath, meeting stalled progress around the superior vena cava (svc). Attempting to remove the ra lead next, the 12f glidelight could not be inserted due to thick adhesions, so the physician upsized to a 14f glidelight to continue work on the rv lead. The adhesions were removed and advancement was made to the ra. The physician felt a change of tension on the rv lead, so he removed the 14f glidelight and observed the patient, with no abnormal signs noted. The 14f glidelight was inserted again on the rv lead, and advancement was made, without lasing, around the svc. At that time, the tip of the rv lead freed, and the lead was removed gently. However, the patient''s blood pressure dropped, and pericardial effusion was noted on transesophageal echocardiography (tee). Rescue efforts began immediately. The physician suspected cardiac tamponade, and a pericardiocentesis was performed, along with CPR and sternotomy. An svc perforation was discovered and repaired, but the patient''s blood pressure did not improve, due to the discovery that the patient''s right ventricle (rv) and left ventricle (lv) were both injured. Attempts were made to suture the lv and rv injuries, but they were too numerous and the patient did not survive. The physician thought the lv and rv injuries were caused by CPR performed during the rescue efforts. This event captures the 14f glidelight device in use when the perforation occurred, requiring intervention, but resulting in death. Although lv and rv injuries also occurred, they were unrelated to any spectranetics device. There was no alleged malfunction of any spectranetics devices in use during the procedure.